Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the high impedance on any program including electrode ¿0¿ was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient felt their toe and inner thigh fluttering at times but was not aware which program caused this. It was noted that a device query showed high impedance with any program including electrode ¿0¿. The event was reported to be related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2014. Interventions taken included reprogramming and changing the program to 1; the flutter resolved, and the event resolved without sequelae on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the clinical diagnosis was a toe and inner thigh fluttering and throbbing during program changes. No further complications were reported/anticipated.